Event description:
It was reported that the left side of the malleable penile prosthesis excluded the patients right side. The patient underwent a replacement procedure of his device. All components were explanted and a new tactra device was implanted.